Manufacturer narrative:
Patient information 1. Patient identifier = (B)(6). During the site visit, the field service representative (fsr) adjusted and/or cleaned multiple components, calibrated all three probes; sample, r1 and r2; and inspected the instrument for leaks or crystallization. After all troubleshooting was completed the issue was resolved. Return testing was not completed as returns were not available. A review of the alinity I analyzer, serial number (B)(4) service history found no contributing factors on or around the date of the complaint. The alinity ci-series operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results, including a dirty, damaged, or misaligned probe; inadequate dispense of wash buffer at the wash zones and pipettors. A review of the alinity I systems found no similar issues as described in this complaint. Based on the investigation no product deficiency was identified for the alinity I analyzer, serial number (B)(4).

Event description:
The customer reported false reactive alinity I cmv igg results on one patient. The results provided were: on (B)(6) 2020, (B)(6) initial =37.1 au/ml (>/=6.0au/ml = reactive) / retest = 0.3au/ml / 0.07 au/ml (<6.0au/ml = nonreactive). There was no reported impact to patient management.